Event description:
During anorectal manometry procedure patient was not cooperating. When physician removed manometer from patient, catheter came out but balloon and dental floss were retained in patient rectum. Unable to be manually removed. Patient did not pass balloon while at hospital or follow directions to monitor stool for passage of balloon post-op. The balloon is about 2 inches long and tied to manometer with 2 pieces of dental floss.